Event description:
A customer observed falsely elevated proficiency fluid tsh results on the vitros eci q analyzer. The customer indicated that tsh patient sample results were not affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of this event. Analysis to date of the instrument and quality control results could not find any evidence that an analyzer or reagent error had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unknown.